Event description:
IV self-filled remodulin via a cadd solis pump. Per hospital pharmacist (B)(6). Pt was admitted to the hospital (B)(6) 2026 over concerns about their IV catheter and recent, mild shortness of breath. Winrevair maintenance dose shipped 08/19/2024. No additional details, dates, or information provided.